Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 0004254038 was reviewed and the product was produced according to product specifications. All information reasonably known as of 19 sep 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the gas sampling line continually popped-off of the manifold during patient use and had to continually be replaced [reconnected]. It was additionally reported, the product that was used was a sample. There was no reported impact to the (unspecified) procedure nor to the patient.

Event description:
It was reported, the gas sampling line continually popped-off of the manifold during patient use and had to continually be replaced [reconnected]. It was additionally reported, the product that was used was a sample. There was no reported impact to the (unspecified) procedure nor to the patient.

Manufacturer narrative:
Correction: d4 the actual complaint product was not returned for evaluation; without a sample to perform functional evaluation, the root cause cannot be determined. The device history record for lot 0004254038 was reviewed and the product was produced according to product specifications. All information reasonably known as of 17 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.